Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of fungal peritonitis with culture positive for (B)(6) in a patient, coincident with dianeal pd4 unknown bag, dianeal pd2 unknown and dianeal unknown bag therapies for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced fungal peritonitis manifested by diffuse abdominal pain and a slightly turbid liquid. On the same date, the patient was hospitalized, started treatment with voriconazole (200mg, every 12 hours, route not reported). On an unreported date, the physician decided to culture the bags (results were not reported). On (B)(6) 2011, the patient was discharged with voriconazole continuing. The event of fungal peritonitis with culture positive for (B)(6) was recovering. The patient was switched to hemodialysis. A causality statement was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.